Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen was not able to be programed. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device passed testing. A review of the device history at the service center indicated touchscreen fail errors. Additional testing found fluid ingress on the bottom of the touchscreen which was the probable cause of the customer's reported non responsive touchscreen. Although the device passed testing, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.